Event description:
Fragments of the cement plug were pushed out of the bone during insertion of bone cement into the humerus. X-ray indicated that bone cement was not blocked where intended. The surgeon indicated that he considered this a "significant adverse event".